Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2011. It was reported the lead was scheduled to be surgically repositioned due to migration. During the procedure, the physician noted cuts near the proximal ends of the lead. As a result, the lead was explanted and replaced. Follow up on the patient found no further issues reported.